Event description:
It was reported that the health care professional (hcp) contacted technical services (ts) regarding magnetic resonance imaging (MRI) compatibility for this pacemaker. Ts reviewed the device programming and noted that the right ventricular (rv) pacing was programmed to unipolar due to bipolar lead impedance greater than 3000 ohms. Ts advised that rv unipolar pacing is non-MRI conditional. Ts discussed potential reprogramming options for MRI scanning, which were to be performed at this physician's discretion. No adverse patient effects were reported. This pacemaker remains in service.